Event description:
It was reported that during a colectomy, when the iris valve was closed for gaining the pneumoperitoneum, the upper ring was slot off. The same thing occurred to another device. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/01/2007. Information anticipated, but unavailable at this time.